Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart. She went to her gynecologist to ensure no tampon pieces remained. Doctor performed exam and she experienced some abdominal cramping due to the scraping from the exam. Consumer reported the cramping resolved after two days. She was not experiencing any other symptoms and was doing well and does not plan to follow up with her doctor.